Event description:
The caller reported that while using the coaguchek xs (serial number (B)(4)) a result of 6.5 inr was obtained. The doctor was notified of the result and the doctor ordered for a venous sample to be sent to the laboratory. The blood was drawn within seven hours of the meter reading and the laboratory result was reported to be 2.8 inr. It was reported that the laboratory uses dade innovin by siemens reagent. It was further reported that the doctor believed the 2.8 inr result. There was no changes made in the customer's medication. The customer's therapeutic range is 2-3 inr. The customer is not taking heparin or any direct thrombin inhibitors. She does not have any antiphospholipid antibodies. She was not taking any new medications. It was reported that the customer feels great. There was no adverse event. The suspect device was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 29398621) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer returned the suspect strips and the meter. The returned meter & strips were tested in comparison to a retention meter & masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The complaint has not been substantiated.